Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 23mm diameter ruptured thoracic aortic a neurysm. It was reported that during the index procedure, during the release of the stent graft the tip capture release handle got stuck. The surgeon used a surgical forceps to open the mechanism in order to release it manually and the procedure was completed successfully. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae werereported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.